Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button was not responding. The blood glucose level of the customer was 142 mg/dl. Customer stated that the down keypad was not working. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down buttons due to unlocked lcd keypad connector.